Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing was performed and all results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The strips were not returned for this complaint. The dhrs (device history review) for the xido optium neo meter was reviewed and the dhrs showed the xido optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. The correction has been made here.

Event description:
A customer reported a precision glucose reading issue when testing on the adc meter compared to an hcp meter. The customer further reported receiving error-7 error and the meter turns off after the test was performed. The customer experienced symptoms described as ¿stiffness, weakness, and a loss of consciousness¿ and was unable to self-treat. The customer¿s wife attempted to treat with coke but couldn't therefore, an ambulance was called. Upon arrival, a blood glucose reading of 25 mg/dl was obtained on the hcp meter, the customer was diagnosed with hypoglycemia and treated with 1400 mg glucosum intravenously. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a precision glucose reading issue when testing on the adc meter compared to an hcp meter. The customer further reported receiving error-7 error and the meter turns off after the test was performed. The customer experienced symptoms described as ¿stiffness, weakness, and a loss of consciousness¿ and was unable to self-treat. The customer¿s wife attempted to treat with coke but couldn't therefore, an ambulance was called. Upon arrival, a blood glucose reading of 25 mg/dl was obtained on the hcp meter, the customer was diagnosed with hypoglycemia and treated with 1400 mg glucosum intravenously. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and no error message was observed. Meter did not shut off during testing. Therefore, issue is not confirmed. An extended investigation has been performed. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing was performed and all results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The strips were not returned for this complaint. The dhrs (device history review) for the xido optium neo meter was reviewed and the dhrs showed the xido optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a precision glucose reading issue when testing on the adc meter compared to an hcp meter. The customer further reported receiving error-7 error and the meter turns off after the test was performed. The customer experienced symptoms described as ¿stiffness, weakness, and a loss of consciousness¿ and was unable to self-treat. The customer¿s wife attempted to treat with coke but couldn't therefore, an ambulance was called. Upon arrival, a blood glucose reading of 25 mg/dl was obtained on the hcp meter, the customer was diagnosed with hypoglycemia and treated with 1400 mg glucosum intravenously. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a precision glucose reading issue when testing on the adc meter compared to an hcp meter. The customer further reported receiving error-7 error and the meter turns off after the test was performed. The customer experienced symptoms described as ¿stiffness, weakness, and a loss of consciousness¿ and was unable to self-treat. The customer¿s wife attempted to treat with coke but couldn't therefore, an ambulance was called. Upon arrival, a blood glucose reading of 25 mg/dl was obtained on the hcp meter, the customer was diagnosed with hypoglycemia and treated with 1400 mg glucosum intravenously. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs neo meter xido optium, and there were no adverse trends that indicate any potential product-related issues. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.section d4 (serial number) has been updated to unk. The meter serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report ((B)(4)) was deemed to be invalid upon extended investigation.

Event description:
A customer reported a precision glucose reading issue when testing on the adc meter compared to an hcp meter. The customer further reported receiving error-7 error and the meter turns off after the test was performed. The customer experienced symptoms described as ¿stiffness, weakness, and a loss of consciousness¿ and was unable to self-treat. The customer¿s wife attempted to treat with coke but couldn't therefore, an ambulance was called. Upon arrival, a blood glucose reading of 25 mg/dl was obtained on the hcp meter, the customer was diagnosed with hypoglycemia and treated with 1400 mg glucosum intravenously. No further information was provided. There was no report of death or permanent injury associated with this event.